Event description:
This pt was admitted witrh adult respiratory distress syndrome and respiratory failure. The pt was imediately put on another ventilator, but did not do well on this ventilator. As a result, they delivered another ventilator and took the ventilator that failed in exchange for the new one. Because this equipment was rented, results of the eval of the equipment was not available.